Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was, ¿smoking and boards had to be replaced¿. It is unknown if there was any adverse event or injuries based on this event. This issue was reported in addition to a separate event allegedly on the same device (machine would not power on and resulted in a delay in dispensing medications to a patient ) which was captured in a separate manufacturer's report (MFR. Report # 2016493-2025-94005). It was indicated that the issue with the machine smoking occurred a couple weeks before prior to the device not powering on. There was no additional information provided.

Manufacturer narrative:
Additional information: section b describe event or problem. Section h manufacturer narrative and section h imdrf codes. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the auxiliary station did not power on was confirmed by the bd field service engineer and in agreement by the dispensing complaint handling unite (dchu)investigation team based on investigation results. The field service engineer evaluated the drawer: auxiliary drawer 7.2 drawer controller board failed, replaced drawer controller, replaced damaged pyxibus cable. Visual inspection of the drawer controller board observed no issue; however, electrical measurement of the board noted a failed board visual inspection of the pyxibus cable observed burn and cut/scrape markings along three areas on the cable; wires were exposed along the burn areas. Testing confirmed exposed wires along the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was, ¿smoking and boards had to be replaced¿. It was indicated that the issue with the machine smoking occurred a couple weeks before the report of the device not powering on, the actual event date of the smoking is unknown. The device not powering on was captured in a separate manufacturer's report (MFR. Report # 2016493-2025-94005) components were later returned to bd for complaint investigation. Upon investigation it was determined that there was thermal damage on the pyxibus cables. Therefore, this case has been deemed reportable as a thermal event there were no adverse events or injuries reported based on this event.